Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via sems-07159800 that an ar-300b burr adapter is having difficulty accepting burrs. Noticed during a case, device swapped, and case completed with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Findings: dark brown debris found throughout attachment, driveshafts and seals affected. Scratches/dents found on housing and sheath doesn't affect performance. Corrective measures: attachment needs complete cleaning. Affected parts need to be replaced, load and final test. See vendor evaluation.